Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the monitor in the cardiac ors is randomly having a black screen and having measurements drop off of the screen. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.